Event description:
It was reported that following a refill session, the pt experienced unspecified overdose symptoms. The pt was seen in the clinic the day after the refill and it was noted that a bridge bolus was not performed following a drug change from morphine to fentanyl. The pt remained at the clinic, was given narcan and the pump was stopped. The pt returned home with the pump in stopped mode. The following day, the pt complained of shortness of breath. The pt was admitted to the hosp with a diagnosis of sepsis and was reported to be in critical condition. No outcome was reported. Additional info has ben requested, a follow-up report will be submitted if additional info becomes available.